Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited a one time high impedance measurement on the defibrillation coil. A chest x-ray and lead testing were performed and the lead remains in use. No patient complications have been reported as a result of this event.